Event description:
The report from the affiliate indicated that: there was some unusual, silk-like material wrapped on the tip of the catheter. The outer package was properly sealed and the catheter itself was intact. The product was not used inside a patient.